Manufacturer narrative:
Section h4: corrected data. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that during the implant procedure on (B)(6) 2017, there was a large estimated blood loss (ebl) due to acute innominate vein injury requiring transfusions and surgical repair prior to closing. This was completed during implant, not with a separate operation. The patient was given packed red blood cells (prbcs) and fresh frozen plasma (ffp). The event reportedly resolved on (B)(6) 2017. The patient ultimately underwent a routine transplant on (B)(6) 2018. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant operation, there was a large estimated blood loss (ebl) due to acute injury to innominate vein requiring transfusions and surgical repair prior to closing. This was completed during implant, not with a separate operation during implant. The patient was given 4 units of packed red blood cells (prbcs) and 2 units fresh frozen plasma (ffp).